Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape button dome switch. The pump was received with no unlocked lcd keypad connector, no unexpected alarm and screen anomalies during testing. The pump was passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that her pump quit working. The customer stated that she changed the battery and the pump has not responded. The customer stated that the pump stopped showing the battery icon. The customer stated that the alarm went off in the middle of the night and it did not show on the screen. The customer was advised to clear the alarm by pressing the escape and act button. The customer was advised to scroll down the fill the reservoir. The customer stated that the buttons are not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.